Event description:
The customer reported that after retracting the needle, the (B)(6) was disposing the device but the needle was not fully retracted and it caused a needle stick. Blood tests were performed on both the (B)(6) and the pt. The pt was (B)(6) and as a result, the (B)(6) was given a vaccine for (B)(6).

Manufacturer narrative:
A complaint history check was performed for the identified lot and this is the first complaint received for that lot. The related production and inspection records were reviewed and there were no issues found. Retain samples were randomly selected and evaluated along with the four (4) customer samples that were received. The results are entered under the eval summary. Regulatory compliance will continue to monitor the reported condition. Eval summary: a total of fifty (50) retain devices from the identified lot were randomly selected and visually inspected for any abnormalities such as molding defects or breakage on the safety shield part of the device. There were no observations. Thirteen (13) of the retain samples were then put through functional testing for breakaway force, sustaining force and security force and every measure fell within spec. Subsequently, the customer's four (4) samples were received. Each of the four (4) devices were visually inspected and put through the same functional tests outlined above for the retain samples. There were no observations and each of the resulting measures fell within spec. The testing and results did not indicate any quality related issues with the MFR and/or performance of the identified lot.